Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high left ventricular impedance greater than 2500 ohms and no capture. The lead was tested and found to be normal. It was further reported that there was potential erosion/necrosis. The device was explanted and replaced. No patient complications have been reported as a result of this event.